Event description:
Boston scientific received information that this programmer does not turn on. This programmer would be returned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. Analysis indicated that the programmer does not turn on. The input/ output printed circuit board (I/o pcb) was repaired as a part of the electrical connector burnt down. Laboratory analysis was able to confirm the allegation.